Event description:
It was reported that during an ipg replacement procedure (MFR. Report number: 3006630150-2019-05280), the physician noticed an exposed wire on the patients lead. There were also high impedances noted when the new ipg was connected. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the lead contacts were non-functional. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
It was reported that during an ipg replacement procedure (MFR. Report number: 3006630150-2019-05280), the physician noticed an exposed wire on the patients lead. There were also high impedances noted when the new ipg was connected. The patient will undergo a lead replacement procedure.